Event description:
On (B)(6) 2011, a respiratory therapist (rt) reported that inomaxds (B)(4) experienced a service advisory alarm. The device was not on a patient and no adverse event was reported. The rt did not utilize (B)(4) technical support. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported that inomaxds, (B)(4) experienced a service advisory alarm. Investigation results received on (B)(4) 2011. Evaluation summary: the device investigation is complete and results as follows: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detected. The main circuit board was replaced and the device functioned to specifications.